Event description:
Microaire received a report stating that a patient had surgery using the endotine midface b. The patient returned to the hospital sometime later because the implant could not withstand the tension of facial movement.

Manufacturer narrative:
Due to indication of second surgery, occurrence was determined to be reportable to the FDA. Microaire was not notified of this event until january 13, 2015. We have tried numerous times to get more information from the distributor; however, they have not been forthcoming with information. Since the device is not being returned for evaluation; we are unable to determine a cause.